Manufacturer narrative:
Device evaluation: 2 x zebd-5-10 device of lot number c1731113 involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution all zebd-5-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-5-10 of lot number c1731113 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1731113 . To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per c1731113 also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045-7) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the devices. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Both 2 reported stents (lot#:c1731113) could not be advacned over a wire guide. Therefore, another zebd-5-10 was used instead. [Update on june 30th by (B)(6) based on the information provided by the rep on the same day] both 2 reported stents (lot#:c1731113) could not be advacned over a wire guide. Also, the physician confirmed both of them got kinked. Therefore, another zebd-5-10 (c1768459¿c1779478) were used instead. ((B)(4)) the wire guide used for the complaint devices and the substitute devices was visiglide2 0.025inch/ olympus. No adverse events to the patient were reported. Update on june 30th by (B)(6) based on the information provided by the rep on the same day] prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide2 0.025/ olympus was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Unknown was the wire guide inspected for damage prior to use? Unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent? (If any damages were confirmed prior to use)was the package damaged?